Event description:
The stent was found flared after the device failed to cross the lesion. The report received indicated that during a coronary stenting procedure, the cypher stent was being delivered to the target lesion; however, the stent could not be delivered and the physician decided to exchange the guide catheter and re-delivered the cypher; however, during delivery the cypher could not cross the lesion. Consequently, to conduct pre-dilation again, the cypher was retrieved from the pt and the physician identified the stent was flared. The phsician exchanged the stent, conducted balloon angioplasty and successfully implanted a cypher stent. The procedure was completed without any injury to the pt. Further info indicated that the target vessel was the distal right coronary artery (rca), the de novo lesion was described as moderately calcified, slightly tortuous and presented 80% stenosis. Additionally, it was indicated that there were no anomalies noted on the device prior to pt insertion.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the cypher coronary sds/stents distributed in the united states. The product has been returned for eval and/or testing; however, as of today the eval has not been completed. Add'l info will be submitted within 30 days upon receipt.